Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't recognize battery pack) was confirmed. Upon investigation the battery charger/modem was unable to recognize an inserted battery. The cause for the failure was isolated to the battery board not being fully seated in connector j5 of the bedside board. The root cause for the unseated battery board could not be positively identified. No adverse event resulted from the unseated battery board.

Event description:
The (B)(6) distributor contacted zoll customer support to report that a pt's battery charger/modem was not recognizing a battery pack.